Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that they encountered a placement signal issue. After placement of the impella, suddenly flows dropped to lows 2¿s and team reported a psnr (placement signal not reliable) alarm. Once local team was on site, they checked positioning and had physician reposition which did not fix the alarm. Impella remained in place for procedure and was removed at completion of procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and the device was not returned. Optical sensor issue: data logs show a psnr alarm with a spike to 3000 after 30 minutes of pump use. The snr and contrast dropped to 0, and the light and gain remained unchanged during the psnr event. The data log indicates the known pattern of a damaged sensor. As per the clinical information, the iabp turned off after the pump started and remained in place, followed by a reported psnr alarm. Shockwave was also utilized during the case run. The cause of the optical signal issue was most likely sensor damage, based on data log review. However, the cause sensor damage could not be confirmed without the returned product and sufficient clinical information. The device history review was completed and passed all post sterile inspection checks.